Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 156205:(B)(4) items manufactured and released on 11-jan-2016. Expiration date: 2020-12-13. No anomalies found related to the problem. To date, 58 items of the same lot have been already sold without any similar reported event since 1-1-2016. Clinical evaluation: hip revision surgery performed 4 years after hybrid total hip arthroplaty in a(B)(6) year old man. The former hybrid tha was already a revision of a former cementless stem. The bone was probably unfit to receive cement, because no interdigitation was achieved, particularly in gruen zones 1 to 3. Several variables can influence the cementation process such as temperature (of the implant and of the room), time of insertion, presence of liquids, conditions of the bone (in this case after previous stem removal), possible accidents during cement transportation or storage (e.g. Temporary temperature increase), and other possibilities not related to the implant. The reason of this event cannot be determined, but we see no hint towards a defective device.

Event description:
Revision surgery for stem loosening. Ceramic head, stem and liner revised successfully. The primary surgery was in 2016.